Event description:
The complainant alleged while defibrillating a pt being treated for cardio-pulmonary arrest, the device's display blanked out. The complainant indicated that the clincian was able to obtain another device to continue treatment of the pt. Subsequently the pt expired.